Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On the evening of (B)(6) 2025, the patient experienced sensor failure prompting him to remove the sensor from his arm. The patient developed redness, inflammation/swelling, and an infection under the sensor patch. No treatment was taken at this time, and the patient went to bed. The next morning on (B)(6) 2025, the patient consulted a physician who examined the site and prescribed an oral antibiotic medication (doxycycline, two unspecified tablets per day for 7 days). There was no lab testing to diagnose the infection. At the time of the report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.